Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed scope error code e315, and found it was due to fluid ingress inside the electrical connector. The image was restored after drying the scope. In addition, service observed reduced angulation due to stretching of the angle wires. Switch #2 did not work due to a broken switch box. Due to damage of switch #1 and the printed circuit board, switch #1 could not be pushed in/out, and the image would automatically freeze and release. Fluid ingress was found inside the control section. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device, the angle was reduced in the down direction, and an e315 error code (scope error) was displayed. There was no patient involvement. This report is being submitted for the e315 error code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the switch box was broken by physical stress. Then, water invaded the device which led to abnormality of electrical parts. The event can be detected by following the instructions for use (IFU) which state: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device following an colonoscopy examination, the angle was reduced in the down direction and an e315 error code (scope error) was displayed. A similar device was used to complete the next procedure. There was no patient involvement at the time of the malfunction. This report is being submitted for the e315 error code.